Event description:
I have a (B)(6) son who is bedwetting. I searched online and found this product as the website (B)(6) I purchased the malem ultimate bedwetting alarm from there can send receipt as proof of purchase. The first few nights I used it, my son seemed terrified. Then while setting it up at night, he swallowed the battery door. It was small and it just fell off when he dropped it. He swallowed it and started chocking. We had to rush him to the hospital. I hate this product. It should be taken off the market. I have never seen such a poorly made product.